Event description:
Same case as MFR report #: 2134265-2012-02993. It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 3.50mm maverick 2 balloon catheter was advanced to the lesion. During the first inflation, the maverick 2 balloon ruptured at 14atms. The device was removed intact. The 3.5mm x 15mm nc quantum apex balloon was then selected and advanced to the lesion. During the first inflation, the nc quantum apex balloon ruptured at 18atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-02993. It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 3.50mm maverick 2 balloon catheter was advanced to the lesion. During the first inflation, the maverick 2 balloon ruptured at 14atms. The device was removed intact. The 3.5mm x 15mm nc quantum apex balloon was then selected and advanced to the lesion. During the first inflation, the nc quantum apex balloon ruptured at 18atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is good.